Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high lead impedance and loss of capture were observed. Lead was explanted.

Manufacturer narrative:
Analysis found multiple insulation abrasions.